Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor reading and blood glucose readings. The customer states that their sensor keeps shutting down the pump. The customer states their blood glucose level was reading 121mg/d and their sensor reading was 69mg/dl. The sensor and blood glucose readings were not within the acceptable range. Troubleshoot was conducted and the customer will monitor the device. Nothing is being returned or replaced at this time.